Event description:
At about 8 years from primary control xrays showed signs of stem loosening. Stem and head were revised successfully.

Manufacturer narrative:
Batch review performed on 09-09-2025. Lot 168388: (B)(4) items manufactured and released on 25-04-2017 expiration date: 2022-04-10. No anomalies found related to the problem. To date, 91 items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.